Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the surgery, the robotic arm joint brake experienced intermittent brake release delays. There was no harm to the patient and the case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A mako field service engineer conducted on-site testing of the rio and determined that the j3 brake needed to be replaced. All followup testing passed after replacement and the rio was deemed ready for use. A supplemental report will be filed if additional information is obtained in the future. Device evaluated in the field.

Manufacturer narrative:
Reported event: the reported device was confirmed to be a brake- double disc- 100 nm, p/n 204708, lot rob243. Device evaluation and results: according to gsp case (B)(4), the fse confirmed that the j3 brake (204708) had failed. Device history review: review of the device history records indicate 1 robot arm that included the reported brake was manufactured and accepted into final stock on 4/8/2013. Complaint history review: a review of complaints related to p/n 204708 on rob243 shows no other complaints related to the failure in this investigation. Tracking of complaints related to the 204708 part number will be tracked through quarterly trend request #767. Conclusions: the failure was confirmed during the field service.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the surgery, the robotic arm joint brake experienced intermittant brake release delays. There was no harm to the patient and the case was completed successfully.